Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with known coronary artery disease (cad) was presented to the medical facility with increasing chest pains and st elevation myocardial infarction (stemi). A chest x-ray (cxr) revealed a pulmonary edema and severe left anterior descending artery (lad) lesion between two (2) separate aneurysmal areas. The decision was made to implant the impella device. Groin site bleeding was identified. The site was dressed, and angle matching technique was utilized to resolve this issue. It was reported that the patient¿s urine was dark red in color and a large hematoma was observed at the right radial angio access point. It was reported that the impella device was repositioned to manage hemolysis and manual pressure was held at access site to manage these access site bleeding. Heparin was held as the patient suffered from a gastrointestinal (gi) bleed and restarted as the gi bleed improved. Weaning was successful, and the device was explanted. The procedural outcome is the patient survived surgery.